Event description:
The manufacturer received information alleging the active exhalation test had failed on the device. There was no harm or injury reported. A philips remote service engineer (rse) had assisted the customer on this issue. The philips rse evaluation determined the filter had caused the active exhalation to fail on test setup for this device. The philips rse recommended the device's filter to be replaced to address the issue. The customer is taking responsibility to correct/repair the device and had been notified to contact philips if this did not address the issue on the device.